Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and confirmed the battery required replacement. The asp replaced the battery to resolve the issue and the device returned to functionality after the repair was completed.